Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017. Customer was discharged from hospital on (B)(6) 2017. Customer¿s blood glucose at time of hospitalization was unknown. Customer was wearing the insulin pump at time of hospitalization. Customer also states that they lost belt clip and meter. Insulin pump will not be return for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.